Event description:
Information received indicates the brake caster will lock and hold but when pressure is applied to the side of the caster, it will swivel.

Manufacturer narrative:
The technician replaced the worn brake caster to repair the stretcher.